Event description:
This lead was explanted due to out of range impedance, noise, and loss of capture in all configurations. After extraction, stylet could not be inserted further than approximately 2.5 centimeters.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. Ligature marks were detected 47 cm distal the is4 connector pin. 48 cm distal to the is4 connector pin all conductor coils were found broken and the insulation was found abraded. This damage is assumed to be the root cause for the observed out of range impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was bend immediately distal to the fixation sleeve, which lead to excessive mechanical stress in the implanted state. Further analysis revealed a damaged kink protection tube 2.5 cm distal the is4 connector and thus blocking the insertion of a stylet. A forced insertion or removal of the guidewire or the is4/df4 adapter might have caused the damage to the kink protection tube. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.